Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer called an isi technical support engineer (tse) and reported that the surgeon was encountering an issue where the instrument in arm 2 moved left when the surgeon tried to move right. The reporter explained they had swapped instruments on universal surgical manipulator 2 (usm2), and they had reseated the sterile adapter on usm2 with no change. The reporter explained they were not encountering the issue on any other usm. Tse recommended the staff reseat the sterile adapter on usm2 again ensuring there was no drape interference and replace the drape if the issue persisted. The staff did not want to complete further troubleshooting at this time. Tse noted the staff were not using usm1, but the usm was draped. Tse explained the staff could move usm1 into place of usm2 if the surgeon elected. The staff is requesting the fe follow up and verify the usm engagement. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse was unable to reproduce the reported problem. The fse test drove the system and reviewed the logs. No problem found with the usm's. The system was tested and verified as ready for use. A log review confirmed the sacrocolpopexy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the system's arm moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.